Event description:
It was reported the pt was to undergo surgery to move the dorsal placed ins to the ventral side of her body. The pt and hcp had agreed to place one ins in the right abdomen and the second ins above the right breast. Instead, one ins was placed in the left abdomen and the other was placed in the left upper buttock. The pt felt they were "bullied" into having the device placed on the dorsal aspect of her body as she was being brought into surgery. The pt was to have the device moved in 2009. It was unclear which device was to be moved. See also MFR report #3004209178-2009-09540.